Event description:
It was reported that the 4 red rubber catheters that had a white coating on them and customer did not feel comfortable using catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A red ureteral catheter was returned unopened in original packaging. The catheter was noted to contain white discoloration and white striped discoloration caused by oxidation of the catheter. As is it unable to determined when the oxidation occurred the reported event will be confirmed cause unknown. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. The actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A red ureteral catheter was returned unopened in original packaging. The catheter was noted to contain white discoloration and white striped discoloration caused by oxidation of the catheter. As is it unable to determined when the oxidation occurred the reported event will be confirmed cause unknown. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. The actual/suspected device was inspected.

Event description:
It was reported that the 4 red rubber catheters that had a white coating on them and customer did not feel comfortable using catheter.